Event description:
It was reported that when the device was used during an open hemicolectomy on a hypertensive patient the surgeon encountered very poor sealing. The generator was making the correct sounds indicating that hemostasis should have been achieved, but despite double sealing on smaller vessels (much smaller than 7mm), the vessels still bled. The bleeding was eventually reduced by hand suturing & ties however the patient lost approximately 1,500ml blood during the procedure and needed to be packed. Plus take on 4 units of blood in recovery. The procedure was delayed 30-45 minutes due to this complication. The patient will be sent to ICU for 2-3 days instead of high care. Then dr (B)(6) need to re-operate to remove the swabs that he left in the abdomen to assist with hemostasis.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: what was the indication for the surgery? - high grade dysplasia polyp. Did the patient have any known anticoagulation issues or therapies? - not at all. Did the patient have any other underlying conditions that may have contributed to this event? - patient was diabetic but this was controlled. Was any named vessel bleeding identified? - all mesenteric & omental vessels were sealed, but even the smallest of vessels did not appear to seal despite being double-sealed. What is the surgeon's experience with device? - dr (B)(6) is highly experienced & busy sgn with over 17 years experience in a top private hospital. Is a generator event log available to review? - yes. What is the current status of the patient? The patient is still currently in hospital in a general ward. The patient's hospital stay was extended from 7 days to 10-12 days (with several in ICU) due to the massive blood transfusion given. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number. When the evaluation is complete, a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2023. Additional information was requested and the following was obtained: what was the patient's blood pressure during and after the original procedure? I do not think that we can blame the bp for the poor sealing of the device as it has been tested to seal up to 12 x normal systolic pressure. This patient is still lying in high care.

Manufacturer narrative:
(B)(4). Date sent: 5/22/2023. Additional information was obtained: generator logs are available for analysis. Analysis is pending until the device is received. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2023. D4 batch#: x7000n. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the patient's blood pressure during and after the original procedure? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested on the generator and passed all functional and mechanical testing. During functional testing, both the activation and end tone was heard (activation tone when the energy button was depressed and end tone when impedance level was reached). The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch x7000n, and no non-conformances were identified. Additional information was obtained from the generator log: the device had 63 activations. The first activation was 2 seconds and was not a complete cycle. This first activation delivered 0 j. This was most likely a test activation that was not on tissue. Activations 17, 18 and 24 did not have a complete cycle. Each one of these lasted 0 seconds and consumed and 3, 0 and 1 j respectively. Due to the short activation time and low energy delivery, these are believed to be accidental bumps of the energy button and not intentional activations. The remaining 59 activations all showed a completed cycle. The completed cycles had an average activation time of 5.51 second and delivered and average of 234.8 j. The minimum activation time was 4 seconds and the minimum energy delivered was 46 j.